Event description:
The customer stated she dropped the insulin pump, and it was no longer functioning. The customer stated she did not notice that the insulin pump was not functioning after she dropped it, and is now experiencing high blood glucose. The blood glucose was too high for the glucometer to detect. The customer called back at a later date, and stated she was hospitalized, due to the high blood glucose episode. The customer stated, she was treated and then she returned home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.